Event description:
It was reported that a home patient (hp) experienced a leak as the patient's adapter came off of the transfer set's silicone tubing. The hp noticed a leak and reconnected adapter and the transfer set. This occurred during use during peritoneal dialysis therapy. The patient had the transfer set replaced in the hospital. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. Visual inspection was performed with naked eye and magnification and marks were observed on the outside of the patient adapter. Functional testing performed included leak testing, clear passage test, clamp function test, integrity of seal surface testing with no issues noted. The reported condition was not verified; however an additional defect of damaged was identified due to the marks on the outside of the connector. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.